Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, the balloon ruptured at below rated pressure after inflating several times. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was in good condition.

Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was loosely folded. There were pinholes at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, the balloon ruptured at below rated pressure after inflating several times. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was in good condition.